Event description:
Small bowel resection. Slc55g dlu had an incomplete firing cycle. Only stapled and cut about 1/5 of the way. Pc read "firing incomplete, knife blade may be exposed" and was exposed. Another dlu was used to finish case.